Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that customer was hospitalized due to high blood glucose and diabetic ketoacidosis twice. It was reported that the pump was not delivering insulin properly, even after administering boluses. Customer¿s blood glucose level was unknown at time of incident. The pump did not give any error messages. Troubleshooting was not performed. The customer was using the insulin pump at time of incident. The insulin pump will not be return for analysis.